Event description:
What the sr wrote down: when the surgeon approached our endo mini-shear into the trocar sight, sparks shoot up from the roticulating knob. Therefore, the new one was needed. (What I understood: when the surgeon moved the endo mini-shear near the trocar , it sparked from the roticulating knob. New one was needed.) There was no patient injury. There was not any reinforecement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).